Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Previously administered products included for birth control: pill in 2010; for an unreported indication: lisinopril, singulair and vitamin d3. Concomitant products included fluconazole (diflucan), hydrochlorothiazide, lisinopril, metronidazole, montelukast, norethisterone acetate (aygestin), terconazole (terazol 3), terconazole (terazol 7), tizanidine and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower left back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("left side pain / right side pain / sharp left and right side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other) describe:"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor I teratoma I cancer type: uterine fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy ¿ cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, infection, migraine, headache, uterine leiomyoma, vaginal discharge and fatigue outcome was unknown and the flank pain had resolved. The reporter considered back pain, dysmenorrhoea, fatigue, flank pain, headache, infection, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. In (B)(6) 2012, essure confirmation test results showed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received : case became incident. Event injury was replaced with valid event of pain. New events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (other) describe:, migraines / headaches, dysmenorrhea (cramping), tumor I teratoma I cancer type: uterine fibroids, vaginal discharge, fatigue and lower left back pain. Reporter information, historical drug, concomitant drug, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left pelvic pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right tube twisted and was backward". The patient's medical history included uterine enlargement. Previously administered products included for birth control: pill in 2010; for an unreported indication: lisinopril, singulair and vitamin d3. Concomitant products included fluconazole (diflucan), hydrochlorothiazide, lisinopril, metronidazole, montelukast, norethisterone acetate (aygestin), terconazole (terazol 3), terconazole (terazol 7), tizanidine and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower left back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("left side pain / right side pain / sharp left and right side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other) describe:"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), fungal infection ("yeast infection"), urinary tract infection ("uti") and vaginal disorder ("infection: vaginosis") and was found to have uterine leiomyoma ("tumor I teratoma I cancer type: uterine fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy ¿ cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, infection, migraine, headache, uterine leiomyoma, vaginal discharge, fatigue, fungal infection, urinary tract infection and vaginal disorder outcome was unknown and the flank pain had resolved. The reporter considered back pain, dysmenorrhoea, fatigue, flank pain, fungal infection, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. In (B)(6) 2012, essure confirmation test results showed total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: vaginosis, uti, yeast vaginal infection and right tube twisted and was backward were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.